Manufacturer narrative:
Product analysis: #705096761. Equipment used: vis (m-81805), 203cm ruler (m-83360). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev.f. As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex braid was returned already detached from the pusher. The pipeline flex braid proximal and distal ends were found open but damaged (frayed). No bends or kinks were found with the pipeline flex pusher. However, the pusher distal hypotube was found stretched and detached at the distal hypotube weld (solder joint). The phenom 27 catheter hub was found in good condition. No bends or kinks were found with the phenom 27 catheter body. The phenom 27 catheter distal tip was found in good condition. The phenom 27 catheter was flushed, the detached distal pipeline flex pusher segment was flushed out the distal tip. The pipeline flex pusher sleeves and tip coil were found in good condition. Testing/analysis: the phenom 27 catheter total length was measured to be ~158.5cm and the useable length was measured to be ~152.0cm which is within specification (specification: 150cm ± 5cm). The detached pipeline flex pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ and ¿resistance during retrieval¿ reports were confirmed. Possible causes of resistance/stuck during delivery/retrieval include use of an incompatible catheter, catheter damage, patient vessel tortuosity, user does not maintain continuous flush, or users pulls back on/torques pusher while advancing the pipeline in the catheter. The phenom 27 catheter is compatible for use with the pipeline flex embolization device. No defect was found with the phenom 27 catheter that would have contributed to the resistance. The patent¿s vessel tortuosity was ¿normal¿. Information regarding if a continuous flush was used was not reported. It¿s possible that the pusher was pulled back/torqued while advancing the pipeline in the catheter. However, the cause for the resistance could not be determined. Regarding the pusher detachment possible causes include patient vessel tortuosity, resistance/high force delivery, pushwire damage, hypotube st retch, catheter damage, or user resheaths more than 2 times. In addition, separation can occur due to inadequate solder/tinning. The analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n p erformed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issue. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. In this event, it is likely force was used contributing to the detachment as the distal hypotube was found stretched. (Rosaj10 2022-09-21) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the pipeline became stuck in the phenom microcatheter. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the middle cerebral artery. The max diameter was 2.4mm, and the neck diameter was 3.2mm. The patient's vessel tortuosity was normal. The landing zone was 3.13mm distal and 3.2mm proximal. The access vessel was the femoral artery, which was 14mm in diameter. It was reported that after several attempts the pipeline could not be pushed out of the microcatheter. It was ready to replace with another pipeline, but it was found that it could not be withdrawn from the catheter either. The entire system was withdrawn, and the surgery was completed with replacement devices. The patient did not experience any injury or complications. Angiographic results post procedure showed that the blood vessels were smooth. The devices were prepared and flushed according to the instructions for use (IFU). No resistance to the catheter was found. No damage to the stent was found as the stent could not push out the catheter.